Manufacturer narrative:
One medfusion pump was received with the bottom case cracked by the backplate area. The event history log was reviewed and there were multiple system failures including a primary audible alarm post. The power up process, self test and occlusion tests were performed. The reported system failure was unable to be duplicated, however, there were multiple primary audible alarm post errors. A high profile c9 capacitor was found on the interconnect printed circuit board (pcb). The high profile c9 on the pcb might have caused the intermittent error. The cause of the issue was unable to be determined since no external damage was found on the interconnect pcb or speaker wires. The interconnect pcb and speaker were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a super capacitor system failure. No adverse events were reported.